Manufacturer narrative:
Additional info: b.3.

Event description:
It was reported that the nurses experienced the needleless valves sticking down 3-5 seconds after disconnecting from the port-a-caths in the outpatient infusion and treatment center. The needleless valves in the port access kits were the only ones identified to be sticking down. The customer states there was no leak and no patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient provided. The customer report of a needleless valve stick down was confirmed based on functional evaluation of the received sample. The root cause of valve slow return/stick down was identified as a valve molding issue (mismatch out of specification).

Event description:
It was reported that the nurses experienced the needleless valves sticking down 3-5 seconds after disconnecting from the port-a-caths in the outpatient infusion and treatment center. The needleless valves in the port access kits were the only ones identified to be sticking down. The customer states there was no leak and no patient harm.